Event description:
Pt's arrow quad-lumen cvc vegan leaking IV fluid contents from tubing itself from a crack in the line's tubing near the clamp fastener; line was saved in biohazard bag for visualization / assessment of needs after discontinuation.